Manufacturer narrative:
(B)(4). Batch # n56g00. Investigation summary: the analysis results showed that the tx60b device arrived with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a left hemicolectomy, the stapler did not hold the anastomosis. Case completed by hand sewing the anastomosis. The surgery was delayed an unknown amount of time. There were no patient consequences reported.